Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, the [redacted] reported the device, item m8725 "strings keep breaking. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: complaint number: (B)(4). Account name: event date: 8 january 2026. Event description: the sales representative reported the device, item m8725 "strings keep breaking" prlne blu 4x24in 5-0 d/a c-1 - m8725 (m8725): not applicable list any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? No. Was there a significant delay? Unknown. If available, provide the product order number (po). Na. Product name: prlne blu 4x24in 5-0 d/a c-1 product code: m8725. - did the reported issue contribute to any patient adverse consequences? No. - how many devices demonstrated the alleged deficiency? Unknown. - did the event occur during one or multiple patient procedures? Unknown. - what is the total number of procedures? Unknown. - have any of these events been previously reported to ethicon? No if so, could you please provide the corresponding reference number(s)? Na. - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? Na. - could you please provide the lot number? 108u3d. - please provide th. Additional h11: prlne blu 4x24in 5-0 d/a c-1 - m8725 (m8725): not applicable. List any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? Unknown. Was there a significant delay? Unknown. If available, provide the product order number (po). Na.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation?, h 3. Device evaluated by manufacturer? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h3 investigation summary: the product was returned to ethicon for evaluation. Nine representative unopened samples was received for analysis. Product code m8725. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.